Event description:
It was reported that an infection developed ¿a long time after¿ the pump was placed 2010 (B)(6) (the reporter thought it was 2010 (B)(6)). The infection opened up the skin and was ¿some kind of internal infection working from the inside out.¿ the pump was replaced in 2010 (B)(6) with the patient¿s current device after ¿weeks and weeks of antibiotic therapy.¿ the reporter stated that when the patient lost the pump from the infection and couldn¿t have it replaced it was horrible; the patient¿s level of spasticity ¿oral baclofen didn¿t touch it.¿ the patient was in horrible pain, and quality of living went way down. The reporter noted that the patient usually had a week or more after pump replacements for recovery. The pump did terrific things for the patient, and it was a ¿huge ordeal¿ to do surgery on the patient.¿ the reporter requested physician listings. The pump was used to infuse lioresal (baclofen) but it was noted that the patient had previously had baclofen (unknown) in the pump. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory product ID 8 709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2010 (B)(6); product type catheter . (B)(4).